Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis conclusion the reported suprarenal stent detachment and stent graft migration could be confirmed on the images provided; however, the exact cause of the event could not be determined from the limited films provided. Complete post-implant CT¿s were not available for review and the stent graft in-vivo configuration could not be fully evaluated. It is possible that aneurysm expansion and/or morphology changes over the course of the implant of the device in the patient may have been a factor in the observed event but this could not be confirmed. B5; additional information received; it was confirmed that no endoleak was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An unknown endurant stent graft was implanted during the treatment of an approximately sized 45 mm abdominal aortic aneurysm. It was reported a follow up CT scan performed approximately 10 years post index procedure identified a thoracic aortic aneurysm (taa). Upon examination, it was observed that the suprarenal stents had completely detached from the graft fabric, resulting in distal migration of the main body graft. A detailed examination is scheduled to determine whether further treatment will be required. Per the physician, the cause of the events was not specified. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
D6: year is valid; day and month are unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.